Manufacturer narrative:
Product complaint # (B)(4). The purpose of this MDR submission is to report the findings of the device investigation. The embolic coil was noted as being damaged, meeting regulatory reporting criteria. Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Procode: krd/hcg initial reporter: the customer contact information, including name, occupation, phone, fax, and e-mail address, was not reported. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: as reported by the field, during a coil embolization, a 1mm x 2cm galaxy g3 mini ((B)(4)) could not advance in the microcatheter. There was no patient injury reported. The procedure was completed successfully. A non-sterile unit galaxy g3 mini 1mm x 2cm was received inside of a pouch. The device was inspected, and it was found that the dpu is kinked, no other damages or anomalies were observed during the visual analysis. Also, the marker band was found at 37 cm from hub, and it was found within specification. The embolic coil was inspected under a microscope and it was found with a damaged condition and protruded from introducer. The functional analysis could not be performed due to the kinked condition noted on the dpu and the protruded and damage conditions noted on the embolic coil. A manufacturing record evaluation (mre) was performed for the finished device (B)(4) number, and no non-conformance's related to the complaint was found during the review. The complaint reported by the customer ¿detachable coil delivery system (dcs) - impeded in microcatheter with no loss of cerebral target position¿ could not be duplicated due to the damage and protruded from introducer conditions noted on the embolic coil, also the dpu was found with a kinked condition. These conditions could be related with the customer¿s experience; therefore, the complaint is confirmed. The damage and protruded from introducer conditions noted on the embolic coil may have been caused by excessive force and handling being applied to the device however none of those can be conclusively determined. Neither the analysis nor the mre suggests that the failure reported by the customer could be related to the manufacturing process. Impeded in microcatheter is a known potential product failure associated with the use of the device. The instructions for use (IFU) warns that if the microcoil system becomes immobile in the infusion microcatheter, apply a gentle push-pull motion to free it. If unsuccessful, remove both microcatheter and microcoil system together as a unit and replace with new devices. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and the evidence presented by the returned device; however, it is possible that clinical and procedural factors, including device manipulation and device interaction, may have contributed to the reported failure and damages on the returned system. Multiple attempts to obtain additional information were unsuccessful. If information is provided at a later date, the file will be reopened and processed accordingly. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Event description:
As reported by the field, during a coil embolization, a 1mm x 2cm galaxy g3 mini (glm910020, k10370) could not advance in the microcatheter. There was no patient injury reported. The procedure was completed successfully. Based on the device analysis on the galaxy g3 mini 1mm x 2cm, the embolic coil was noted damage.